Manufacturer narrative:
(B)(6). Customer has not yet indicated whether the product will be returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It is reported that the patient underwent shoulder arthroplasty revision due to an unknown reason. Attempts have been made to retrieve additional information and no further information has been provided.